Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI- (B)(4). Complaint sample was evaluated and the reported event was confirmed. Inspection of each box lot's sealed cavity confirms the foam padding has been damaged and contained debris.the debris was sent for ftir analysis. The ftir spectrum of the debris in each of the complaints tested are consistent with the ftir spectrum of polyethylene.. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the product when it left zimmer biomet was conforming to specification. The root cause of the reported event is likely to be due to transit damage causing the foam to shed. These products fall within the scope of a corrective action for the purpose of which is to assess all current sterile barrier systems used to package products at zimmer biomet bridgend. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. 51-103160, stem, lot 3647741; 51-103160, stem, lot 3469257; 51-103170, stem, lot 3383456; 51-104140, stem, lot 2454246; 51-104140, stem, lot 3163759; 51-104150, stem, lot 3702936; 51-104160, stem, lot 3727142; 51-104170, stem, lot 3586915; 51-104170, stem, lot 3595106; 51-104170, stem, lot 3751440; 51-104170, stem, lot 3791248; 51-104170, stem, lot 3455249; 51-105120, stem, lot 3411812; 51-105120, stem, lot 3777603; 51-105140, stem, lot 3458722; 51-105140, stem, lot 3183914; 51-105140, stem, lot 2867429; 51-105150, stem, lot 2867448; 51-105160, stem, lot 2955988; 51-105160, stem, lot 3751545; and 51-105170, stem, lot 3353774. Event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 11430, 0001825034 - 2018 - 11431, 0001825034 - 2018 - 11432, 0001825034 - 2018 - 11433, 0001825034 - 2018 - 11434, 0001825034 - 2018 - 11436, 0001825034 - 2018 - 11437, 0001825034 - 2018 - 11438, 0001825034 - 2018 - 11439, 0001825034 - 2018 - 11440, 0001825034 - 2018 - 11441, 0001825034 - 2018 - 11442, 0001825034 - 2018 - 11443, 0001825034 - 2018 - 11444, 0001825034 - 2018 - 11445, 0001825034 - 2018 - 11446, 0001825034 - 2018 - 11447, 0001825034 - 2018 - 11448, 0001825034 - 2018 - 11449, 0001825034 - 2018 - 11450, and 0001825034 - 2018 - 11451.

Event description:
It was reported that during inspection, the devices were found to have fragments in the sterile packaging. Attempts have been made and no further information has been provided.